Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective video connector receptacle lock mechanism, image flickering/intermittent images, loose connector connecting section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective video connector receptacle lock mechanism. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited video connector and image flickering/intermittent, noise. The issue occurred during inspection for use. There were no reports of patient harm.